Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: catalog # 445870, (B)(6): this complaint was that the instrument reported false positives. A field service engineer went on site and checked the instrument and cleaned the calibrators in all of the drawers. The fse stated the instrument would be monitored and the customer will conduct testing using different strains to verify the instrument's functionality. The case was closed. Since no instrument malfunction was noted, this is an unconfirmed complaint. The root cause of the complaint cannot be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record for instrument s/n (B)(6) was performed and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no report of patient impact.